Event description:
It was reported that after the 6.0 x 150 mm absolute pro was un-packed from the tray, it was observed that the stent was partially deployed. The device was not used, and a new absolute pro was used to complete the procedure successfully. There was no patient involvement. No additional information was provided. Subsequent information received noted that the stent was completely deployed in the hospital by accident during packaging.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned self expanding stent system (sess) found blood in the distal outer sheath and on the stent holder, outer member and handle, consistent with handling. There was no saline visible. The stent implant was partially expanded distally from the distal outer sheath, for a length of 9.5 centimeters (cm). There were fractured and stretched struts in the first row of the distal end of the stent implant, consistent with mishandling of the device during packaging for return to abbott vascular. There was no other damage noted to the stent implant. The distal outer sheath was retracted 12 cm proximal to the base of the tip. The red locking was removed form the handle and was not returned. The distal outer sheath was sporadically bunched 1 cm proximal to the distal end of the sheath, for a length of 5.3 cm, suggesting mishandling or resistance with an associated device. There was no other damage noted to the sess. Potential factors which could contribute premature deployment include, but are not limited to, manufacturing, inadvertently pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. To ensure this is not result of a manufacturing deficiency, all sheathed stents are 100% visually inspected for stent location between the markers and that the stent is fully covered within the distal sheath. Additionally, all shafts are 100% visually inspected for damage/kinks. In this case, a conclusive cause for the premature deployment could not be determined; however, it may be possible that the tip was inadvertently grasped during removal of the tip mandrel causing the stent to partially deploy from the distal outer sheath. A review of the lot history record did not reveal any nonconforming material records for this lot that would have contributed to this complaint. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. Overall, a conclusive cause for the premature deployment could not be determined; however, there is no indication to suggest a product deficiency.